Manufacturer narrative:
(B)(4). The device was received with the electrode detached from instrument and not returned; and with the electrical cable cut off. Visual inspection under magnification was performed and evidence of active rod was seen. Because of the missing electrode and cable cut off we were unable to test the full functionality of the instrument.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during a laparoscopic colon procedure, the positive electrode came off lower jaw. Case completed with another device of the same product code. There were no patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.